Event description:
It was reported to covidien on 07/30/2014 that a customer had an issue with an unk dialysis catheter. The customer states that the pt had continuous peritoneal dialysis for two years and five months. The peritoneal dialysis catheter near the joint was broken/cracked without force. After timely treatment in hospital peritonitis symptoms remained after five days. No add'l info provided.

Manufacturer narrative:
Submit date: 08/14/2014. An investigation is currently underway. Upon completion, the results will be forwarded.